Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the ins never worked for the patient¿s symptoms and never helped them to stop wetting themselves. It was noted that the patient met with the manufacturer¿s representative in the healthcare professional¿s (hcp) office to change programs (they had gone to the 2-3 times since implant of the device). The patient also inquired about having the device removed. The patient mentioned that their hcp is now retired and they currently did not have an hcp to follow up with. Additional information was received and it was reported that patient was probably getting their device removed the tuesday after thanksgiving because it just was not working. Patient stated they had met for reprogramming 3-4 times and it would work for maybe 2-3 days at a time, but it did not help with their urine symptoms. No further complications were reported.

Manufacturer narrative:
Outcome corrected to intervention required. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had found a new healthcare provider and told them about the therapy issue. It was noted that the cause of the device never helping their symptoms was never determined, and that they would be taking the stimulator out on (B)(6) 2017. No further patient complications are anticipated or expected as a result of this event.